Event description:
The patient reported the pod leaked insulin, and the patient experienced a burn on the skin from the insulin. Reportedly, the burn affected the skin "a few layers down" and was peeling. It was not reported whether medical attention was sought. Blood glucose levels were not reported. The patient was able to resume treatment. The patient did not recall the date of the event; therefore, the date of contact will be used at the occurrence date.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.